Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a registered nurse (rn) discovered a fluid leak on the inside of the cassette door of their cycler after removing the cassette. The pdrn reported receiving drain complication and fill complication alarms during treatment and the treatment was cancelled. A stat drain was performed while in dwell 4 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option, another clinic cycler was available. Additional information has been requested, however to date has not been received.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The post-accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and failed due to an (heater bag (hb) make sure hb is on heater tray and unclamped) alarm during fill 1 of the treatment. The cycler underwent and passed a system air leak test and valve actuation test. A second post-ast 2 hour 15 min 8500 ml simulated treatment was performed and failed due to an (hb make sure hb is on ht tray and unclamped) alarm during fill 1 of the treatment. The load cell verification test was performed and failed. The failure was due to heater tray cables resting on the power supply assembly which prevented the load cell reading from being stable. The cable was routed away from the power supply assembly. A third post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completed without failures. Mushroom head check passed and the cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The inspection also found the hp1 filter to be clogged. The hp1 filter was replaced with a clean filter. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom codes. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.